Manufacturer narrative:
(B)(4).cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted. Stained address/serial number label noted. Dried insulin noted on motorslide. The insulin pump passed all functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump was monitored and no unexpected battery out limit or failed battery test alarms noted.

Event description:
Customer reported a hospitalization and stated that it was due to the insulin pump not working. The blood glucose reading was over 600 mg/dl. Customer was wearing the insulin pump at the time of the hospitalization and was admitted for high blood glucose and diabetic ketoacidosis. He stated that the drive support cap appeared to be normal. He ran a manual prime and stated that insulin did exit. He did not find any leaks. He stated that the time and date, bolus wizard, and basal rate settings were all correct. Nothing further was reported.